Event description:
The account reported that the equipment i.e., erbe system; argon plasma coagulator (apc) model apc 300 with an electrosurgical generator model icc 200 e/a was used during a colonoscopy to treat multiple arteriovenous malformations (avms). The procedure was easy, it went well, and there were no complications. However, the patient returned the next day with abdominal pain in the right lower quadrant. Clinical history and further tests indicated that there was a perforation in the abdominal area. Therefore the patient was treated with IV antibotics. Pt had an uneventful recovery and was discharged five days later.